Manufacturer narrative:
Catalogue # in the initial MDR is being corrected to 5c4483 (previously reported as 5c4482). G4: PMA/510k # or bla # in the initial MDR is being corrected to k192705 (previously reported as k152675). The device was received for evaluation. A visual inspection was performed, and it was noted that the female connector was separated from the main body. The reported condition was verified. The cause of the reported condition was determined to be inadequate solvent application to the set during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and mainbody of the transfer set. It was further described as "dark blue piece unscrewing from the light blue piece". This occurred during use of peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.